Event description:
During the embolization of a renal artery the physician had difficulty passing a coil (boston scientific) through a rapid transit microcatheter. The physician removed the coil and attempted to pass an agility guidewire, which also would not pass through the catheter and eventually became stuck. The physician needed to "cut" the catheter where he felt resistance, never losing target site position, and used another catheter to complete the procedure. The information states that there were no kinks or bends noticed during preparation of the catheter and guidewire. The information also states that a continous flush was maintained throughout the procedure. There was no reported injury to the patient. According to the qualrap, the age and gender of the patient is not available.